Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount in the emergency room (medication, programmed amount and delivery rate unknown). The customer reported that during secondary infusions, residual medication would be left in the bag at completion of the infusion. It was also reported that these events were found after therapy and there was no patient injury or medical intervention.